Event description:
The manufacturer received information alleging (malfunction) occurred on a (device). The device was not in use on a patient at the time of the occurrence. The trilogy o2 ventilator was returned to the manufacturer service center for evaluation, and the customer¿s complaint of "ventilator service required" alarm sounded was confirmed. During the evaluation it was noted that an error indicating obm_air_flow_sensor_failed was observed in the devices event log. In conclusion, the device's oxygen blender system board was replaced to address the issue. The root cause (is or isn't) confirmed at this time. Additionally, during the service of the device, dirt was confirmed on the following parts and replaced: oxygen blender flow element unrelated to the reportable malfunction/issue. The following parts were replaced to prevent failure: trilogy o2 pm1 kit, internal battery, capacitor, battery fan, exhaust fan assembly, stirring fan, 200/o2 flow sensor assembly, 200/o2 tubing kit, power cord, oxygen blender manifold. The technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly. Software version was checked (ver.14.2.05). The detachable battery pack has not been replaced due to a long -term delay in arrival of replacement detachable battery packs. The customer will be notified when they become available.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging (malfunction) occurred on a (device). The device was not in use on a patient at the time of the occurrence. The trilogy o2 ventilator was returned to the manufacturer service center for evaluation, and the customer¿s complaint of "ventilator service required" alarm sounded was confirmed. During the evaluation it was noted that an error indicating obm_air_flow_sensor_failed was observed in the devices event log. In conclusion, the device's oxygen blender system board was replaced to address the issue. The root cause (is or isn't) confirmed at this time. Additionally, during the service of the device, dirt was confirmed on the following parts and replaced: oxygen blender flow element unrelated to the reportable malfunction/issue. The following parts were replaced to prevent failure: trilogy o2 pm1 kit, internal battery, capacitor, battery fan, exhaust fan assembly, stirring fan, 200/o2 flow sensor assembly, 200/o2 tubing kit, power cord, oxygen blender manifold. The technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly. Software version was checked (ver.14.2.05). The detachable battery pack has not been replaced due to a long -term delay in arrival of replacement detachable battery packs. The customer will be notified when they become available. New linv/correction: correction to the previous b5 statement: the manufacturer received information alleging "ventilator service required" alarm sounded on a trilogy o2 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy o2 ventilator was returned to the manufacturer service center for evaluation, and the customer¿s complaint of "ventilator service required" alarm sounded was confirmed. During the evaluation it was noted that an error indicating obm_air_flow_sensor_failed was observed in the devices event log. In conclusion, the device's oxygen blender system board was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, dirt was confirmed on the following parts and replaced: oxygen blender flow element unrelated to the reportable malfunction/issue. The following parts were replaced to prevent failure: trilogy o2 pm1 kit, internal battery, capacitor, battery fan, exhaust fan assembly, stirring fan, 200/o2 flow sensor assembly, 200/o2 tubing kit, power cord, oxygen blender manifold. The technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly. Software version was checked (ver.14.2.05). The detachable battery pack has not been replaced due to a long -term delay in arrival of replacement detachable battery packs. The customer will be notified when they become available. New linv: the oxygen blending module board was returned to the manufacturer product investigation lab (pil) for further investigation of low flow (obm_air_flow_sensor_failed), and the customers complaint was confirmed. The technician confirmed the air flow sensor failure was caused by suspected contamination of the oxygen blending module sensors. The oxygen blender system board was scrapped. Coding updated in box h.